Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6)2023, the patient experienced inaccurate cgm values which occurred 8 days after the sensor had been inserted in the arm. The cgm was reading 90 mg/dl and the bg was not checked. The patient was asymptomatic before experiencing loss of consciousness. In an ambulance, the cgm was reading 65 mg/dl and the blood glucose reading was 43 mg/dl. The patient was treated with 4 glucose tablets recovered after treatment with the bg of 70 mg/dl and the cgm value was not documented. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.